Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h6; h3; h4; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: lab report findings. Chrome 10 nmol/l, normal. Cobalt 12 nmol/l, high. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D10: m2a-magnum mod hd sz 50mm, item: 157450, lot: 162430, bi-metric/x por nc lat 12x140, item: x11-180312, lot: 552820, m2a-magnum 42-50mm tpr insrt-3, item: 139254, lot: 361030, g2: foreign ¿ canada. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient presented with high metal ion levels. No revision has been reported. It was confirmed that no further information could be provided at this time.